Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h6 and h11 (roi). Correction: h6 (f08 and e2012 removed). H11: given the nature of the alleged incident, the product could not be returned for evaluation. The clinical/medical investigation concluded that the images, graphs and documents/referenced in the article have been interpreted within the text. Therefore, further interpretation of the provided images is not required. The recurrence of ulceration observed in one patient treated with iodosorb gel was likely due to underlying risk factors such as neuropathy, poor vascular supply, or inadequate offloading rather than the treatment itself. Therefore, a causal relationship between the ulceration recurrence and the iodosorb ointment/gel could not be established. Per the article, these findings highlight the importance of close clinical monitoring, preventive strategies, and cost-effective care, as acellular matrix (acm) appears more economical without compromising efficacy. The impact to the patient beyond the recurrence of ulceration and the suggested continuation of therapy with close clinical monitoring could not be determined with the limited information provided. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history based on the historical data revealed similar previous events; this adverse event will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A review of the instructions for use document for iodosorb revealed in the contraindications, that iodosorb contains 0.9% weight per weight iodine and should not be used in patients with known or suspected iodine sensitivity. In precautions, warnings it reveals that wounds may appear larger during the first few days of treatment due to the reduction of edema. Also, in adverse reactions it reveals that other reported adverse reactions with iodosorb include irritation, redness, eczema, edema and allergy. A factor that could contribute to the reported event includes an adverse skin reaction to the product components. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal reference number: (B)(4). Doi: https://doi.org/10.2337/dc24-1233. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
On the literature review "cellular versus acellular matrix products for diabetic foot ulcer treatment: the dermagraft and oasis longitudinal comparative efficacy study (dolce)¿ a randomized clinical trial", it was reported that, during diabetic foot ulcer treatment with iodosorb gel, one (1) patient experienced recurrence of ulceration. Management of these events consisted of continuation of therapy with close clinical monitoring.